Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer had dehydration during hospitalization. Customer¿s blood glucose level was over 650 mg/dl. Customer was treat with intravenous insulin and with manual injections. Customer experienced throwing up and illness. The insulin pump will not be returned for analysis.